Event description:
It was reported by the physician, that post procedure with the subject flow diverter stent, patient had in-stent stenosis. No more details are available.

Manufacturer narrative:
The subject device is implanted inside the patient's vasculature.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient parent vessel stenosis¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported by the physician, that post procedure with the subject flow diverter stent, patient had in-stent stenosis. No more details are available.